Event description:
It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects. It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects. It was reported that the system stored untreated episodes due to oversensing of myopotential noise. There was some undersensing of the patient's atrial fibrillation due to a decrease in the intrinsic amplitudes. Technical services reviewed and discussed some options. The doctor has performed an electrode revision using a three-incision technique. There were no additional adverse patient effects. The system remains implanted.